Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent a bilateral inguinal hernioplasty procedure on (B)(6) 2021 and the absorbable straps was used. During surgery, it was found that the device was not working properly as it locked during activation and the straps did not fix the tissues. Another like device was required for use. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap25 device was returned with no apparent damage in the external components. In addition, a foil pouch was received. In an attempt to replicate the reported incident, the provided device was activated manually. 7 straps were delivered properly. The device trigger was locked as a normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.